Event description:
The customer reported via phone call that he had a given himself a bolus and placed the insulin pump in his pocket. The customer started feeling bad later and noticed that the pump had stopped short of giving him his whole lunch time bolus. Customer was not sure if he had a no delivery or if he accidentally suspended it while it was in his pocket. Customer stated that he treated with a manual injection at that time and that it occurred 3 months ago. Customer's blood glucose was over 300 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.